Manufacturer narrative:
Patient's weight was not provided. Device unique identifier (UDI) (B)(4). Approximate age of device 1 year, 2 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the lvad system produced the low speed, low flow, and driveline disconnected alarms. The patient had awoke during the night when the alarms initiated. At the time of the alarm the patient was lying on right side and was supported by the power module. Review of the system controller alarm history revealed the alarms, and that lvad parameters were within normal limits. The patient was asymptomatic. The following morning the patient reported to the lvad clinic. Interrogation of the system controller's history revealed 20 - 30 second multiple low flow, low speed advisory, pump off, and driveline disconnect alarms. The patient denied a driveline disconnect episode had occurred. Attempts were made to reproduce the alarms using lead manipulation and patient re-positioning, but were unsuccessful. X-rays were obtained, and the patient was placed on an ungrounded patient cable. The patient's x-rays and system controller log files were submitted to the manufacturer's technical services for review. The log file confirmed the alarms, and the x-rays appeared to show stretching of the driveline. The patient was placed on an ungrounded power module patient cable. On (B)(6) 2016, the manufacturer's technical services representatives arrived onsite for a driveline evaluation and repair. During the phase interrupter tests, no open wires were found. The percutaneous lead (driveline) replacement was performed. Post-replacement, all tests passed. The patient was placed on a ground power module patient cable, and no further alarms were reported.

Manufacturer narrative:
The replaced external portion of the driveline was returned for evaluation. The evaluation of the returned section of the driveline confirmed an issue that could have contributed to the reported pump stoppages. Approximately 6 inches of the external portion/distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. A kink in the wiring was observed approximately 3 inches from the metal connector that appeared to correspond with the area of concern that was identified in the patient¿s x-rays. Visual inspection of the wires revealed a breach to the insulation of the black wire at this kink. The black wire redundantly supports motor phase 2. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires were unremarkable. If the exposed conductors of the black wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the evaluation of submitted log file that was provided by the account. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.